Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided.). H10: it is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis lucera colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water channel had contamination. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. Additional findings include the following: distal end adhesive was uneven and electrical safety test did not meet specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.